Event description:
The pt has pain at the cmc-joint. X-ray shows osteolysis of the trapezial bone and metacarpal bone around the fixation screw and from screw toward the joint line. The pt is listed for re-operation. No time for re-operation has been decided.

Manufacturer narrative:
No conclusion can be drawn at this stage - the pt has not been re-operated.